Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer's blood glucose level at the time of the incident was 600 mg/dl, which she treated with the insulin pump and current blood glucose value was 200 mg/dl. Troubleshooting was performed and no issues were found. She declined to check the settings and to remove the infusion set to inspect the cannula. It was advised to change the entire infusion set, reservoir insulin and treat per doctor's instructions. The device will not be returned for analysis.